Event description:
A report was received that the patient finds the battery placement uncomfortable. The patient will undergo an explant procedure.

Event description:
A report was received that the patient finds the battery placement uncomfortable. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.